Event description:
The hosp reports that they replaced the pt's inner cannula with the one from the tracheostomy care tray. The pt allegedly immediately exprieneced problems breathing and the inner cannula was removed and replaced with a different inner cannula. The pt's breathing returned to normal and there was no injury.